Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger movement was difficult. The following information was provided by the initial reporter: the end user informs us of a recurring problem with the tightness of the syringes: difficulty in making the gesture. Difficulty controlling injection.

Manufacturer narrative:
H.6. Investigation: no sample or photos were available for evaluation. Since no samples displaying the reported condition were received no defects could be confirmed and no corrective actions are necessary at this time. The customer is describing a syringe when used as part of an epidural anesthesia set by tetra medical. The set is not a bd product, and therefore bd cannot comment on potential issues that may arise from its use. The syringe component is sold as bulk non-sterile syringe-only product. It is unclear what syringe-specific issues, if any, are being described in the verbatim. For investigation to proceed further, syringe samples are required, as well as details specifying the alleged syringe-related deficiencies. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger movement was difficult. The following information was provided by the initial reporter: the end user informs us of a recurring problem with the tightness of the syringes: difficulty in making the gesture. Difficulty controlling injection.